Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the customer was prompted to replace the transmitter on (B)(6) 2017. The transmitter did not resume connection. No additional patient or event information was available.